Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports physician had reached out to her in march for adjustment. Caller reports she has been trying to reach patient, got a hold of patient on (B)(6). Caller reports patient has lost her external equipment and needs a jump start on their device. Reviewed lost process. Provided replacement device contact. Additional information received from the manufacturer representative reported that they were scheduled to meet the patient and attempt a jumpstart on (B)(6) 2024. A healthcare provider reported that the patient told them they were having a "hard time getting their stimulator going". The hcp did not know when this started nor who the pt had tried reaching out to in order to address this. The hcp was provided the phone number for patient services to provide to the pt. The pt called pss back later the same day reporting the implanted neurostimulator (ins) had been off for several months because the ins had "not worked" for about 3 years. The pt explained they were trying to get an MRI and cat scans, but the MRI facility would not do the MRI. MRI guidelines were reviewed with the patient. The pt was going to consult with their hcp to see if they could obtain an MRI eligibility form. Rep reported that the followed up with patient. They had given her donated equipment and spent several hours with her on (B)(6) attempting to jumpstart the device. The patient elected to leave after a few hours. Rep reiterated to the office and the patient that patient likely needs battery replaced if she wants to utilize the therapy. Patient understands this and plans to speak to her physician soon about possibly replacing ipg. Rep reported that they attempted to charge patients device for several hours and were unable to bring it out of over discharged state. Patient has not yet been scheduled for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the implant was unable to be brought out of the overdischarged state because the patient elected to leave in the middle of charging after a few hours. Rep has no further information. To rep's knowledge, pt has not reached out to their physician for a replacement.